Event description:
Company representative reported "patient with mild pain and unspecific symptoms (i.e. Fatigue) since 1 year, diagnosis of ruptured implants both sides. Subsequent medical reports identified, ¿capsular fibrosis baker grade IV¿, ¿deformation of breast¿, a ¿6 mm single cyst¿ and a "fluid deposition with clear inhomogeneity" device has been explanted and replaced with a non-abbvie device. This relates to the left side

Event description:
Patient reported mild pain and unspecific symptoms (i.e. Fatigue) since 1 year, diagnosis of ruptured implants both sides. Device remains implanted. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.